Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 4 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 3 devices were found to be affected by worn internal components. 1 device had no problem found. 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was shedding metal debris. 9 events had no patient involvement; no patient impact.

Event description:
This report summarizes malfunction events in which the device was shedding metal debris. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 9 previously reported events are included in this follow-up record. Product return status: 9 devices were received. Event confirmation status: 6 reported events were confirmed. 3 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by worn components. 3 devices had no problem found.